Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b: jka. D3: common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k945952; k954592. Investigation summary: bd received 2 photos for investigation. The photos were visually evaluated and show a tube with the hemogard closure assembly off of the tube. A total of 100 retention samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes. No cocked stoppers were identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples underwent functional testing, and all samples passed testing without any issues. No issues with the hemogard closure assembly being loose or separating were observed during or after the functional testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 65 units, the stopper of 1 tube came off while applying a label to the tube and the contents spilled. There was no health impact or consequences reported.